Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture, and there is moisture under the display screen. Customer's blood glucose level at the time 173 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).